Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The physician commented that the bleeding was not valve-induced, and a third-party observer indicated that the bleeding may have been due to a technical error. There is no evidence to suggest that the cause of the bleeding was related to a failure of the device to meet specification. Information received reasonably suggests that the device did not cause or contributed to the reported event. Bleeding is a known adverse event during any surgical procedure and is listed in the instructions for use (IFU).

Event description:
Medtronic received information that following the implant of this valve, bleeding was detected prior to the closure of the patient's chest. The valve was removed and connected to an unspecified vascular graft, and then re-implanted. There was no allegation against the valve or its functionality. A third-party observer indicated that the cause of the bleeding might have been technical error. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.